Manufacturer narrative:
Per the print report the pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body kink observed, pin connector collet not fully locked. Analysis of the unknown catheter revealed catheter body kink observed.

Event description:
The patient had a loss of pain relief. The patient had no pain relief. The device system was explanted. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.